Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer's blood glucose ranged from 153-154 mg/dl. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Device not returned.